Event description:
The customer reported a system lock up with an associated loss of system communication. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 5vdc power supply was evaluated and adjusted. The system was tested and found to be operating as intended and returned to service.